Manufacturer narrative:
Patient information was unavailable from the site. A replacement umbilical cable was shipped to site. On (B)(6) 2017 a medtronic representative replaced the umbilical cable and performed a system checkout. System passed all tests. System is functioning as intended. The suspected cable has been not received by manufacturer for analysis.

Event description:
A medtronic representative reported that during a spinal fusion procedure with imaging system the system would not boot past stand alone mode. The imaging system was around the patient at the time of the issue. Medtronic representatives checked the remote desktop and found there was a frame grabber error. The site continued the procedure by switching to c-arm. The procedure was continued with the use of imaging system. There was a delay of 30 minutes. No impact on patient income.

Manufacturer narrative:
Additional information: patient demographics provided.